Manufacturer narrative:
The investigation team review of ticket trending and lot search data for likely cause lot 93525un17 did not identify an increase in complaint activity related to the complaint issue. Accuracy testing was also performed to evaluate the performance of reagent lot 93525un17. An internal troponin-I panel was tested with retained kits of the likely cause reagent lot. Acceptance criteria was met, which indicates acceptable product performance. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Taken together, no product deficiency was identified.

Event description:
The account generated a false positive architect stat troponin-I a patient who had been testing negative. (B)(6). No impact to patient management was reported. No specific patient information was provided.